Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days after the implant procedure, the implantable cardiac monitor (icm) was triggering false pause episodes that were attributed to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.